Event description:
It was reported that on removal, the spring wire guide (swg) became fractured and shredded. Additional information received on 05/07/2010, from the distributor stated that the swg was kinked and opened in several pieces at the tip. There was no harm to the patient. As a result, the wire was successfully removed. Further information received on 5/10/2010, from the distributor stated, the coil was unwrapped so the swg lost its integrity, but no loose pieces resulted from this. There were no reported consequences to the patient.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.